Event description:
It was reported to the MFR that the pt was at hme getting a power limit advisory alarm from the system controller. The pt was asked to come to the hosp for eval. When the pt arrived to the hosp, it was decided to admit the pt. The pt then had the system controller changed out. During the change out of the system controller the pump was making a scratching noise, and the pump would stop and start up again. At that time it was decidd to place the pt on pneumatic support. The pt remained on pneumatic support for five days, and then had a pump exchanged. The pt remains on lvad support while awaiting a heart transplant.